Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant of this right ventricular lead, the patient was noted to be desaturating. Upon investigation via an echocardiogram, it was noted blood had leaked into the pericardium, and the physician decided to perform a pericardiocentesis procedure to drain the blood. A right ventricular lead perforation was suspected as the root cause of the issue. The patient was stabilized and the lead remains implanted at this time. No additional adverse patient effects were reported.